Event description:
It was reported that the patient was having problems with the implantable neurostimulator (ins) moving around her back since implant. It was noted while the patient lied on her left side the ins moved ¿partway onto her spine.¿ it was noted that the movement caused difficulty trying to make adjustments. It was noted that the technician who did reprogramming had difficulty because the ins moved every time she moved. It was noted that stimulation was working for some pain but the reporter stated that her right leg was where the pain was most severe. It was noted that the stimulation worked on her knee but did not cover the pain on the medial aspect of her right leg. It was noted that the patient had a hematoma after implant which resolved. It was noted that the patient thought that the hematoma was forming again. It was further noted that the patient was on blood thinner but that the health care professional (hcp) was aware of this. It was noted that the patient was told that the first hematoma would resolve on its own. It was noted that the patient met with the physician¿s assistant (pa) and was referred to the surgeon. It was noted that the surgeon told the patient that the only thing he would do would be to explant the ins. It was noted that the patient was sent back to managing hcp.

Manufacturer narrative:
Concomitant: product ID 39565-65, serial# (B)(4), implanted: 2013-(B)(4), product type lead, (B)(4).